Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient underwent a microlumbar discectomy to remove an extruded disc fragment at l4-5 on the left. On (B)(6) 2011 patient underwent a posterior lumbar interbody fusion l4-5 and l5-s1 using rhbmp-2/acs with interbody cage and local autogenous bone graft with pedicle screw instrumentation left l4-l5-s1. On (B)(6) 2012 patient underwent a surgical procedure to remove hardware left side l4, l5, and s1 with exploration of fusion mass. Postoperatively, patient now suffers from injuries including chronic pain syndrome, low back and buttock pain, leg pain, deterioration of the spine, bulging discs, anxiety, depression, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that on: (B)(6) 2011: patient presented with preoperative diagnosis of recurrent herniated disc l4-l5 on the left with degenerative disc disease l4-l5 and l5-s1 and underwent posterior lumbar inter-body fusion l4-l5 and l5-s1 using inter-body cage device with autologous bone graft and with synthetic bone graft product with bone marrow aspirate with pedicle screw instrumentation left l4-l5-s1 and posterolateral fusion under fluoroscopic guidance with intraoperative running and evoked nerve monitoring. Per operative report: ".....the bone from laminectomy procedure was harvested and cleaned of all soft tissue. There was an abundant quantity of high quality of cortical cancellous bone which was used for the fusion procedure. The bone graft material was placed in the disc space forming a confluence of product for the inter-body fusion to occur. Product was also placed in the inter-body cage device. The appropriate sized inter-body cage device was selected and inserted in the disc space forming a snug fit. The bone graft material was placed into the lateral gutter on one side and on the contralateral side the synthetic bone graft with bone marrow aspirate was placed forming a bone graft bed for the lateral fusion to occur. The rod was attached to one of the screw rod systems, compresses and locked into place with locking nuts. Final x-rays were taken and the wound was closed in anatomic layers after irrigation with antibiotic solution. Patient was taken back recovery room in stable condition." Summary: a unilateral approach to the spine was made from the left side and peek inter-body cages were placed from a left side approach using rhbmp-2 product to fill the cage. Prior to placing the cage in the disc space, the bmp rhbmp-2 product wrapped around allograft which had been soaked with bone marrow aspirate was used. Laterally local autogenous bone graft on the left side was used for fusion with allograft synthetic bone graft material as well with bone marrow aspirate. Pedicle screws were placed on the left side l4-l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.